Event description:
Customer reported that a multistix 10sg dipstick read erroneously as a multistix pro 10lb dipstick on the instrument. There was no report of injury for this event.

Manufacturer narrative:
The customer has been re-trained for proper sampling technique. The customer has also been offered upgraded software which will flag this error.